Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the circular seal, cannula, trocar and envelope seal appeared intact. The obturator was not received. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the circular seal, cannula, trocar and envelope seal appeared intact. The obturator was not received. Pmv performed functional testing; the device passed an air leak test. The envelope seal passes however the instrument seal leaks during manual manipulation using an endo peanut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device broke during use on patient. The silicone tore when entering with device of 5 mm. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.